Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n099040, implanted: (B)(6) 2007, product type: accessory.

Event description:
Additional information received from the health care professional indicated that the patient had several catheter revisions in 2014, with repositioning of the pump in (B)(6) 2015.

Event description:
Following pump replacement due to eos (end of service) on (B)(6) 2013, the patient had indicated that ¿something was wrong¿. His dose was increased 15% a month later, then 15% two weeks later, and 15% again in (B)(6) 2014. Per reporter later it was decreased, likely because imaging showed a connector issue. The diagnoses was "intrathecal catheter connector disruption". It was suspected that the issue occurred around the time of the pump replacement on (B)(6) 2013. The catheter revision occurred on (B)(6) 2014 on the proximal end of the catheter and connector. Drugs in the pump were fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n099040, implanted: (B)(6) 2007, product type: accessory. (B)(4).